Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4)

Event description:
It was reported that the right ventricular (rv) lead exhibited low impedance and a breach. The lead was capped and replaced. The imp lantable pulse generator (ipg) reached elective replacement indicator (eri) early. The device was explanted and replaced. No patient complications have been reported as a result of this event.